Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed striations in the sucker pump tubing. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there was no adverse consequences to the patient as a result of this event.